Manufacturer narrative:
The customer called technical support to report that the lower left portion of the touchscreen was not responding. The touchscreen passed calibration, but the issue remained. The remote service engineer (rse) provided the customer with the part identification (ID) of the replacement touchscreen for repair and discussed the touchscreen replacement with the customer per the service manual. Per good faith effort (gfe) response, the replacement touchscreen was ordered but has not been received yet. The repair is still pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that the lower left portion of the touchscreen was not responding. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. The customer called technical support to report that the lower left portion of the touchscreen was not responding. The touchscreen passed calibration, but the issue remained. The remote service engineer (rse) provided the customer with the part identification (ID) of the replacement touchscreen for repair and discussed the touchscreen replacement with the customer per the service manual. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the lower left portion of the touchscreen was not responding. The touchscreen passed calibration, but the issue remained. The remote service engineer (rse) provided the customer with the part identification (ID) of the replacement touchscreen for repair and discussed the touchscreen replacement with the customer per the service manual. Per good faith effort (gfe) response, the replacement touchscreen was ordered but has not been received. Multiple attempts have been made to try to obtain further information about this case regarding the repair, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available.